Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference ID: (B)(4).

Event description:
N/a

Event description:
It was reported that upon opening of the intra aortic balloon a condensation like wet material observed inside the sterile packaging identified prior to use. The balloon was not opened or used due to possible contamination. There was no patient involvement or no injury.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter information, the full name is (B)(6); due to character limit in the e1 section event site name, the full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID # (B)(4).

Manufacturer narrative:
Complaint ID no. (B)(4).